Manufacturer narrative:
Other applicable components are: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: catheter. Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed. (B)(4).

Event description:
This event was previously captured in a different event. Any additional information received will be reported under this manufacturer report number (3004209178-2016-05200). Information was received from a consumer via a device manufacturer representative regarding a patient receiving morphine (2mg/ml at 0.635 mg/day) and bupivacaine (30mg/ml at 9.525 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the patient was not getting pain relief. The patient had approximately 2-3 cc over the expected amount at every refill. A dye study showed proper placement and no leaks noted. The interventions were noted as attempting a higher dose/increase. The issue had not been resolved at the time of this report. The patient status at the time of this report was 'alive - no injury.' This event was previously captured in a different event. Any additional information received will be reported under this manufacturer report number (3004209178-2016-05200). Information was received from a consumer via a device manufacturer representative and healthcare provider (hcp) regarding a patient receiving morphine (2mg/ml at 0.635 mg/day) and bupivacaine (30mg/ml at 9.525 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported the patient had a dye study and they believed the patient received a bolus because afterwards she had no pain and her legs were numb for approximately an hour. Additional information was received that the patient's pump was replaced on the day of this report and moved to left buttocks. The patient continued to lose weight and had issues with pump movement in her abdomen. It was also noted the catheter was spliced and cerebrospinal fluid (csf) was dripping. Additional information was again received that the healthcare provider (hcp) did bolus the patient slightly. The patient had numbness in her legs for an hour or so and then the patient was fine. No further information was provided.

Manufacturer narrative:
Other applicable components are: product ID 8780, serial# (B)(4), implanted: (B)(6) 2015, product type: catheter.

Event description:
Information was received from a consumer via a device manufacturer representative and healthcare provider (hcp) regarding a patient receiving morphine (2mg/ml at 0.635 mg/day) and bupivacaine (30mg/ml at 9.525 mg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain and degenerative disc disease/herniated disc pain. It was reported a dye study was performed and showed proper catheter placement and no leaks were noted. When the catheter was aspirated the color of the fluid was yellow tinged. The doctor advanced the needle again, but didn't aspirate again. It was noted the patient had some swelling around the lower back incision. The patient status at the time of this report was 'alive - no injury.' It was later reported the yellow fluid that was aspirated at the time of the dye study on (B)(6) 2016. The doctor believed he was not totally in the catheter access port (cap) and aspirated seroma fluid that was around the pump. No further information was provided. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
The pump (B)(4) was returned for analysis and analysis of the pump found no anomalies. The catheter (B)(4) was returned for analysis and analysis of the catheter found no significant anomalies. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.